Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump errors. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump was alarming all of a sudden. The customer was assisted with rewinding and priming. The customer declined troubleshooting for insulin pump error¿s. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm noted during testing however, the downloaded history files confirmed hal software error detected and the main arm cannot communicate with the motor arm due to a software error. Device was received with the serial number label faded.